Manufacturer narrative:
The pump passed performance verification testing within product specification, including long and short term delivery accuracy tests. The frequency of death or serious injury reports for code 100 (accuracy, general) for lifecare 5000 products is approximately 0.01/million sets.

Event description:
Overdelivery reported. The pump was set to infuse 250ml d5w with 30 meq potassium chloride at 88ml/h to infuse over 3 hours. The container was observed to be empty after just 30 minutes. The pt was monitored closely and did not experience any adverse effects. No additional info was available.